Event description:
The customer reported the pt received less medication than intended. On an unspecified date and time the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the customer contact indicted the delivery was not complete, however, no specific details were provided. There were no reported adverse pt effects. No med interventions were reported. No add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation, therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.